Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 3013886523-2023-00411, 3013886523-2023-00412, 3013886523-2023-00413. A facility reported 3 microsensors (ID 626638) that would either not zero or recognize they had been zeroed after insertion and one catheter was giving readings (in the hundreds) not in keeping with patient clinical picture. After going through 3 catheters the team decided to insert an evd for icp monitoring instead. Further information received: "when we connected the codman it would say continue current reference value or adjust, no ability to re-zero. We had this happen with all the machines, cables and several icp microsensors. At one point we got a set-up to trigger a zeroing but it would then say transducer error and be unable to zero. We have one icp monitor in use right now, the one I inserted yesterday, but as you know it was not zeroed but rather I had to trust the reference value as it showed 1 in 1 cm of water. Remaining devices not in sure. All devices had this issue as we tested them all that day a week ago."

Event description:
N/a

Manufacturer narrative:
The microsensor (ID 626638) was returned for evaluation. Device history record (DHR) ¿ no anomalies. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor. Catheter, or connector. Icp express read 526. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.